Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.

Event description:
It was reported that insulin pump had blank display. Customer also reported that insulin pump was exposed to the moisture and display went blank. Customer states that pump was vibrating due to the exposed to the moisture. The blood glucose level was 91 mg/dl. The insulin pump will be returned for analysis.